Manufacturer narrative:
(B)(4). H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that surgeon found foreign object on sterile implant. Another device was used to complete the surgery. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: a1, a3, b4, b5, d2, g1, g3, g6, h1, h2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h4, h6, h11 visual evaluation of returned product found one black spec of unknown substance present on the surface of the product but easily wiped off. The provided photographs showed black specs on the surface of the implant. The debris is considered unacceptable. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for the reported product. Medical records were not provided. This complaint cannot be confirmed as the source of the debris cannot be confirmed. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.